Event description:
It was reported that the device is displaying both, the caution and the wrench icon. It was also indicated that when the on/off button is pressed the device will not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. The cause was determined to be due to a cracked capacitor, designator c177, on the analog pcb assembly. This failure caused the internal hlc battery to become depleted. The customer was provided with a replacement device.